Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue. The device's universal porting block was found to be leaking. The universal porting block will be replaced to address the issue. The device had evidence of physical damage.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module and the acitive exhalation control module was replaced to address the issue. The device's universal porting block was found to be leaking. The universal porting block was replaced to address the issue. The device had evidence of physical damage. During the evaluation, the stirring fan foam was replaced due to lack of adhesive and the filter was changed due to contamination.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.